Event description:
It was reported the lead was attempted but not used due as the physician had "difficulty [positioning the lead] due to the proximal electrode." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that the distal conductor had blood/body fluid (not obstructed).